Event description:
It was reported that pump experienced malfunction alarm customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require assistance from any third party. Customer addressed high blood glucose by giving correction insulin by injection and planned to use multiple daily injections as backup insulin therapy. Technical support assisted customer in resetting pump, but malfunction recurred, so replacement pump was arranged.